Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient has a planned revision due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. This report is 1 of 3 mdrs filed for the same event. Reference MFR: 0001822565-2017-01331 / 0001822565-2017-01335.

Event description:
It is reported that a patient was revised due to an unstable hip. The cup, liner and head were revised.

Manufacturer narrative:
Part and lot number are required to review device history records and nether were provided. No devices were received, therefore; the condition of the components is unknown. This device is used for treatment. Unable to perform a compatibility check based on provided information. Complaint history review could not be performed as part/lot number were not provided. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.